Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Estimated date of event.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an unspecified procedure. Reportedly, an unknown break was noticed. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed as a foot break. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported material separation could not be determined. The subsequent treatment is related to the circumstances of the procedure. It may be possible that an interaction of the device with patient anatomy, or a failure to maintain positional stability induced a foot break causing the appearance of a cuff miss or cuff miss induced the foot break, however, neither can be confirmed as all components were not returned. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.b3: date of event, revised estimate e1: initial reporter name.